Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the implant had not been working and was no longer helping. The patient stated it was currently not on. They reported that they informed a representative (rep) about the issue and was going to meet with them but it never happened. Product services reviewed following up with a healthcare professional (hcp). No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient had not used their implant in 2-3 years because it stopped working. The patient figured they would just leave it there and not use it. The patient was to call back when they had their patient programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins wasn't being charged for at least 2 years. The patient received a letter from the manufacturer and noted that their weight was around (B)(6) pounds. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that her ins/therapy has not worked for about 2-3 years. Patient was supposed to see the rep last year sometime at her pcp doctor's office in (B)(6) - (B)(6) 2017, to check the ins. Patient also reported that she has had increase in pain since 2017 - in the past 6 months. No traumas / falls were reported. Patient talked to the rep direct and notified the rep that her ins was not working back in 2017. Patient was redirected to see an hcp. Patient did not have a managing hcp. No further complications were reported/anticipated.